Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 0. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no physical damage found on the device. Event log history was performed, and no error code was found. During analysis, the customer's reported concern regarding error code was not duplicated at power up and during infusion. Based on the evidence, the complaint was not confirmed, and no fault was found.